Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected, a damaged usb connecter with missing power pin, no communication between pc and unit, missing door, and damaged interface were found. The receiver failed to charge and reboot. The receiver case was opened, the internal inspection failed due to moisture damage. Functional testing and receiver log download were unable to be performed because the usb connector is not recognized due to the missing pin. Confirmation of the reported event of unexpected receiver shutdown could not be determined. The root cause was determined to be moisture damage.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.